Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: separated guide wire tip remains in pt. Device issue: separated guide wire tip. It was reported that during use of the device in a total occluded artery below the knee, the tip of the guide wire broke off and was lost in the periphery. Attempts to snare the tip were unsuccessful. No pt effects were reported. No additional event or pt info is available.